Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first firing for duodenum resection with the first handle was successful. At the second firing of gastric body resection, the surgeon tried to fire the handle with the first reload, however a crack sound was heard. The surgeon tried to fire the device using the second reload, however a crack sound was still heard. The surgeon then used a second handle and connected it to the third set of reload, then the surgeon pushed the green button and tried to squeeze the handle, however the handle ran idle and they could not fire the device. A fourth set of reload was connected to the second handle, and when the surgeon pushed the green button and tried to squeeze the handle, the handle ran idle and still could not fire the device. A third handle was used and was connected to the same cartridges, and the firings were completed with no problem. After the surgery, the sales rep connected the cartridge for demonstration to the second handle. The surgeon pushed the green button and tried to squeeze the handle, however the same event occurred, and the handle ran idle and they could not fire the device. After that, they re-tried to fire the device over again, however the same events occurred once in a several times. The procedure was completed with manual suturing. There was no patient injury.